Manufacturer narrative:
A field service engineer was dispatched who conducted on-site follow-up with the customer.the fse observed that the check valve was not seated correctly. There was also some backflow through buffer valve solinoid #1.the check valves (inlet and purge) and the buffer valve solinoid #1 were replaced.the detector baseline and flow rate were adjusted. The system was cleaned and lubricated. The instrument returned to proper working order. The most probable cause of the reported event was due to a failure of the high pressure pump system. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2016, a customer reported sporadic low pressure with the g8 analyzer. A field service engineer (fse) was dispatched on (B)(6) 2016 to address the reported event,which resulted in delay in reporting of patient results hba1c. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.